Manufacturer narrative:
(B)(4).

Event description:
Related manufacturing ref: 3005334138-2017-00022. It was reported the patient had a stroke following the procedure. The cause of the stroke was not known.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported stroke could not be conclusively determined. Per the IFU, stroke is a known risk during the use of this device.

Event description:
Further neurological evaluation revealed the stroke was not due to a clot. An unknown object was noted to be lodged in the patient¿s cerebral artery and was not able to be retrieved.